Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets cannula kinked events on (B)(6) 2024 . Events were occurred within 3 or more hours after insertion. Infusion sets were used for 6 hours. The insertion site was at abdomen for ist event and at upper buttocks for 2nd event. Patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.